Event description:
This lead was explanted and replaced due to dislodgement and loss of capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found, which occurred most likely during explantation procedure. Blood penetrated the lead in this area. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. Furthermore, the values of the parameters measured during the mechanical analysis of the fixation mechanism, the functionality of the screw and the length of full extension of the fixation helix were within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).